Event description:
During a replacement surgical procedure (see manufacturer # 3004209178201004701) the lead would not fit into channel 1 in the neurostimulator. A new device was then implanted with the lead going into the channel smoothly. No injuries were reported and the patient was getting excellent coverage. See also manufacturer report #3004209178201004703 for second device with connection issue during replacement procedure.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.